Event description:
Arterial line being placed this am by provider. Rn provided a-line set up but set up was faulty. This set-up had a stuck flush system (white part used to flush line on transducer). This rn had to pull white clasp away from transducer and then the system would not flush at all. Also, the built-in syringe did not stay clipped (as it normally would for safety measure) and kept back-filling. Also, this a-line setup keep backflowing up tubing regardless of ports being closed along tubing. Set was completely changed by this rn and charge rn notified. Faulty equipment given to psm. Manufacturer response for a line setup, a line setup (per site reporter) e-mailed the rep to report the incident and request an RMA. [Redacted date] - received RMA (B)(4). [Redacted date] - samples shipped fed-x.